Event description:
Twenty-nine minutes into the patient's thirteenth treatment, the patient complained of shortness of breath. Chest x-ray taken at office showed pulmonary edema. Two doses of lasix was administered. The patient was admitted to the hospital for observation and lasix management.